Event description:
The customer reported that many bedside devices and telemetry devices were not communicating with their central station. The device was in use on a patient. There was no report of patient or user harm.